Event description:
Procedure being performed - removal of malfunctioning port and port insertion. Pt to or due to malfunctioning port. Questionable leak in catheter. No injury to the pt, but did have to return to the or.